Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regard to patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as cerebral palsy and intractable spasticity. The pump was completely removed due to infection shortly after implant. The drug information, other medications, medical history, onset, diagnostics, and interventions related to the event were not reported. Further follow-up was conducted; however the fields could not be obtained. Should additional information be received a supplemental report will be submitted.